Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of pasteurella canis as proteus mirabilis in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported that they received a vaginal swab specimen and it was identified as proteus mirabilis with the vitek ms fourteen (14) times. Alternative testing was performed with the vitek® 2 and obtained an identification of pasteurella canis. The gram stain results for this specimen favor the identification of pasteurella canis. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. Biomérieux has opened an internal investigation to document this issue.

Manufacturer narrative:
A customer in hong kong notified biomérieux of obtaining a misidentification of pasteurella canis as proteus mirabilis in association with the vitek® ms (ref (B)(4), serial (B)(6)). Investigation search for similar issues: investigator searched the biomérieux complaint database to find other similar reports. Since january 2016, no other complaints have been recorded as pasteurella canis misidentified as proteus mirabilis. There are no capas nor non-conformities that can be linked with the customer's complaint. Fine tuning: according to the vilink alert tool criteria, status was good and no fine tuning was needed during the tests made on 3 and 6 dec 2021; however, it was at the limit. Spot preparation quality: the sample ¿all peaks¿ values are homogeneous but the calibrator ¿all peaks¿ values were heterogeneous. Based on this finding, the spot preparation may not be optimal. Knowledge base review: based on biomérieux investigation, customer strain has been identified as proteus mirabilis which is present in the vitek ms kb v3.2. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2, spectra led to single choice to proteus mirabilis with good scores. The sample « all peaks » values are quite homogeneous. Customer sample testing: biomérieux investigation laboratory tested the tubes received from the customer. They obtained a single choice result of proteus mirabilis for all tests with vitek ms kb v3.2. Reprocessing biomérieux qc lab data with next vitek ms kb (v3.3 in development) gives the same results (single choice to proteus mirabilis for all tests). Biomérieux r&d investigator identified the strain as proteus mirabilis based on 16s sequence analysis (blast and phylogeny); the result obtained by the customer and biomérieux qc lab vitek ms system (ivd kb v 3.2) conclusion the biomérieux investigation determined that no malfunction occurred; sample was identified via sequencing as p. Mirabilis and the vitek ms instrument (ref 410895, serial 50815) identified the sample correctly. Based on this investigation conclusion, a case was opened against the vitek 2 gn ID test kit for misidentification of proteus mirabilis as pasteurella canis. The case number is (B)(4)/ (B)(4). Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to help with sample spot preparation.